Event description:
It was reported that, after a tka surgery was performed, the patient experienced an infection. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a jrny ii bcs xlpe art isrt sz 5-6 rt 11mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal reference: case- (B)(4).

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the jrny ii bcs xlpe art isrt sz 5-6 rt 11mm was returned in one piece with signs of extensive wear and use, particularly around the lock detail. This inspection was conducted by the naked eye. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A sterilization records review could not be performed as the batch number was not available. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.